Event description:
It was reported that the patient was unable to get her implantable neurostimulator (ins) to charge due to a coupling problem. It was noted that about a month prior to report, the patient met her pain doctor who tried to help get the ins charged but even the manufacturer's representative was having trouble and they were not able to do so. It was noted that they were having trouble getting all the boxes. It was noted that the patient had not been able to use her device since implant or been able to recharge it. The patient expressed dissatisfaction with her ins. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).